Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field complaint of lead anomaly was confirmed in the laboratory. However, the damage found was sustained in the field. As received the helix could not retract due to dried body fluids in the inner insulation which caused inner coil overtorque. The helix could be extended and retracted on a short length of lead. The lead exhibited normal electrical characteristics. No anomaly was found.

Event description:
It was reported that the lead exhibited an anomaly during implant. The lead was extracted and replaced.